Event description:
A gore viabahn endoprosthesis was used for the treatment of a basilic venous outflow stenosis. During device deployment, the deployment line became stuck after 10cm of the line was removed. As the physician attempted to remove the constrained device from the sheath, the device partially deployed. During an attempt to remove the device, the device completed deployment in a non-diseased portion of the vessel. Another 7mm x 15cm device was placed into the targeted treatment location without incident. The patient was fine post procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.